Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device could not be evaluated, as the valve remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient underwent a transcatheter aortic valve replacement within an edwards surgical valve (valve-in-valve) due to aortic stenosis. The implant duration of the surgical valve was approximately eight (8) years. The outcome was noted to be successful. No other details have been provided.